Event description:
In their initial report, the user facility indicated only that they had observed a slit or crack in the tip of the subject device. When the device was returned to the manufacturer approximately one month after the event, the report which accompanied the device stated that the user had observed higher than normal resistance to extracorporeal circuit blood flow as indicated by a high arterial line pressure reading. There was no adverse pt effect.